Event description:
It was reported that after approx 24 months both spinal rods were broken. Pt underwent a revision surgery to replace the rods.

Manufacturer narrative:
The device has been returned, and eval is in progress.